Manufacturer narrative:
(B)(4).

Event description:
Reporter called to see if there is data showing how long the patient had been down to assist the doctors. Reporter wanted to know how long the patient had been without insulin. There was no allegation of malfunction of the dexcom device or any causal relation to the patient¿s injury. The probable cause was determined to be the mobile device losing power which led to signal loss.